Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated power and flow in the morning. They were asymptomatic with a mean arterial pressure of 76. A 'stat' computed tomography angiography (cta) was ordered. The patient was previously on dipyridamole but was stopped as well as pentoxifylline that was stopped for headaches. The patient's international normalised ratio (inr) was subtherapeutic, so they were on a heparin drip when they got admitted. Log files noted power/flow elevations on 11jan2024 and 16jan2024. The log files also captured a few low power alarms due to normal battery depletion. Lab results showed that the patient's outflow tract and partially imaged inflow tract were patent without evidence for filling defect to suggest thrombus. Their lactate dehydrogenase levels were chronically elevated. The patient is stable otherwise. They are unable to pursue hospice due to intravenous antibiotics that the patient would like to continue at home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported elevated lactate dehydrogenase (ldh) and subtherapeutic international normalized ratio (inr) could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not conclusively be determined through this evaluation. The submitted log file contained events from 13dec2023 to 16jan2024, per the timestamps. Elevations in pump power and flow were captured on 11jan2024 and 16jan2024. It was noted that most of the elevations were associated with pulsatility index (pi) events. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until 29mar2024 when the patient ultimately expired. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, "patient care and management" (under "pump performance monitoring"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under "anticoagulation", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.